Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. As received, the monitor reset during pulse testing. Correction: monitor was repaired and refurbished, including replacement of defibrillator pca. The root cause for the resets was isolated to noise from the defibrillator pca high-voltage capacitors propagating on the main battery wire on the monitor c/a board. No adverse events occurred as a result of the defective monitor.

Event description:
10/11/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned a monitor indicating that it was resetting.